Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl). The ketone level was high and were considered as being dangerous. Insulin injections were administered to address the bg level. The customer thought that the pump may not be delivering insulin; however, after the pump system check, no device issues were observed. The customer acknowledged the results. Tandem technical support advised the customer to discuss the high bg levels with a healthcare provider.